Manufacturer narrative:
Customer evaluated device.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an invasive blood pressure and temperature error during preventative maintenance. There was no patient involvement.